Event description:
It was reported that during implant, device interrogation revealed impedance problem and loss of pacing on the pacemaker. The device was not used and the physician elected to complete the procedure without a replacement. There were no patient consequences.